Event description:
The complainant reported that the physician was performing a therapeutic procedure on a pt suffering with a stone in the common bile duct (cbd). The stone was reported to be very hard and measuring 2 cm in outside diameter and that it was located in the cbd near the papilla. It was indicated that after the clinician entrapped the stone by pulling the basket over the stone, it was realized that the stone could not be removed through the papilla. Consequently, the physician put the trapezoid handle into the alliance inflation device for lithotripsy in preparation to cush the captured stone. The hadnle was then slowly squeezed to crush the calculus, but the stone fragmented just a little bit due to it being very hard. The physician then squeezed the handle again, but an audible sound was heard, and it was then observed that the plastic tube connecting to the finger rings had separated. This resulted in the physician being unable to open or close the device basket. The physician reported that with the aid of pliers he was able to pull the metal wires and remove the basket, containing the stone, from the pt.